Event description:
It was reported that during follow-up, the physician noted exit block of the left ventricular lead in all vectors. An x-ray showed the lead was dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found normal lead characteristics.